Event description:
It was reported an unknown quantity (potentially four) large volume infusors leaked "from the outlet port around the blue cap". "The blue cap is allegedly not closing the line properly and the line seems to be malformed". The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5, d10 (additional information omitted on initial). B5: the pharmacy was using needles (non-baxter products) in the connection to the port. D10: concomitant products (added), therapy dates are unknown. Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from august 10, 2022 - august 12, 2022. H10: one actual device was received for evaluation, the other devices were not received and therefore could not be evaluated. The returned unit contained fluid in the bladder. A red luer cap (non-baxter product) was securely attached to the infusor's distal luer. A visual inspection was performed using the naked eye which showed no evidence of a malformed tubing line; the line was found to be in normal condition. The red luer cap had been securely tightened and no evidence of leak was observed. A functional leak test was performed by adding green color water to the bladder. Thereafter, both the winged needle (non-baxter) and the other (non-baxter) needle were attached to the device. After 24 hours of leak monitoring, no evidence of a leak was observed between the infusor device and the two needles. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.